Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  in the beginning of september noticed increase in frequency. Patient said that has been using catheter for two days. Patient said that patient increased setting from 0.1 to 0.3 and earlier today when connected patient said that the therapy was off and patient wanted to know how it could have turned off. Patient did turn therapy back on before the call. Reviewed possible contributing factors and patient said that she didn't know if she had any other tests or procedures when she was in the hospital recently. Patient said that hcp redirected patient to speak to (B)(6) about programming direction. Sent email to representative. No further complications were reported at this time.